Event description:
It was reported that prior to a breast biopsy procedure, the l3-009 error popped up and the green holster connection parts look broken, not rotating. There was no adverse patient consequence.